Manufacturer narrative:
This report is submitted on april 27, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced cholesteatoma at implant site; subsequently the device was explanted. The patient was re-implanted with a new device on (B)(6) 2018.